Manufacturer narrative:
The following field was updated due to corrected information: b.5. Describe event or problem: it was reported that needle sftygld 25x1 rb had clogged twice. The following information was provided by the initial reporter: "it was reported that: after medication kenalog is drawn at the 1/2 mark the plunger does not move, it stops completely. Event description states: I have ran into the 25g x 1 bd safety glide needle lot #9232455 sticking in place. When I go to give a shot it injects up to ½ mark and then stops. It will not move at all. I then take it out of the pt and try pushing the plunger and it still wont work. This has happened twice now. I take off the original needle after drawing up the medication. It has never malfunctioned when giving vaccinations. It has malfunctioned twice when giving kenalog which is a thicker medication. It has worked multiple times with the same medication. I don't know if it's the needle or the syringe. Im pretty sure it's the syringe. Questions/inquiries: complaint rationale: based on the information provided, our conclusion is that the device cited meets our criteria of a complaint ¿ appendix 1 - complaint determination tree ¿ ((B)(4))"

Event description:
It was reported that needle sftygld 25x1 rb had clogged twice. The following information was provided by the initial reporter: "it was reported that: after medication kenalog is drawn at the 1/2 mark the plunger does not move, it stops completely. Event description states: I have ran into the 25g x 1 bd safety glide needle lot #9232455 sticking in place. When I go to give a shot it injects up to ½ mark and then stops. It will not move at all. I then take it out of the pt and try pushing the plunger and it still wont work. This has happened twice now. I take off the original needle after drawing up the medication. It has never malfunctioned when giving vaccinations. It has malfunctioned twice when giving kenalog which is a thicker medication. It has worked multiple times with the same medication. I don't know if it's the needle or the syringe. Im pretty sure it's the syringe. Questions/inquiries: complaint rationale: based on the information provided, our conclusion is that the device cited meets our criteria of a complaint ¿ appendix 1 - complaint determination tree ¿ ((B)(4))".

Manufacturer narrative:
H.6. Investigation: one photo of a loose safetyglide needle assembly on top of an opened blister pack and 3ml syringe with needle attached inside a fully sealed blister was received and evaluated. The clogged needle defect could not be confirmed from the photo. A physical sample is required for a more thorough evaluation and potential root cause determination. All visual inspections for batch 9232455 were performed as per requirement with no quality notifications related to the complaint defect. The batch was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see h.10.

Event description:
It was reported that needle sftygld 25x1 rb was clogged. The following information was provided by the initial reporter: "it was reported that: after medication kenalog is drawn at the 1/2 mark the plunger does not move, it stops completely. Event description states: I have ran into the 25g x 1 bd safety glide needle lot #9232455 sticking in place. When I go to give a shot it injects up to ½ mark and then stops. It will not move at all. I then take it out of the pt and try pushing the plunger and it still wont work. This has happened twice now. I take off the original needle after drawing up the medication. It has never malfunctioned when giving vaccinations. It has malfunctioned twice when giving kenalog which is a thicker medication. It has worked multiple times with the same medication. I don't know if it's the needle or the syringe. Im pretty sure it's the syringe. Questions/inquiries: complaint rationale: based on the information provided, our conclusion is that the device cited meets our criteria of a complaint ¿ appendix 1 - complaint determination tree ¿ ((B)(4))".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4)

Event description:
It was reported that needle sftygld 25x1 rb was clogged. The following information was provided by the initial reporter: "it was reported that: after medication kenalog is drawn at the 1/2 mark the plunger does not move, it stops completely. Event description states: I have ran into the 25g x 1 bd safety glide needle lot #9232455 sticking in place. When I go to give a shot it injects up to ½ mark and then stops. It will not move at all. I then take it out of the pt and try pushing the plunger and it still wont work. This has happened twice now. I take off the original needle after drawing up the medication. It has never malfunctioned when giving vaccinations. It has malfunctioned twice when giving kenalog which is a thicker medication. It has worked multiple times with the same medication. I don't know if it's the needle or the syringe. Im pretty sure it's the syringe. Questions/inquiries: complaint rationale: based on the information provided, our conclusion is that the device cited meets our criteria of a complaint ¿ appendix 1 - complaint determination tree ¿ (B)(4)".